Event description:
It was reported, the pt in their wheelchair, felt like the pump was becoming prominent to the skin. Physicians thought the pocket appeared red and thin at the bottom of the pocket. The pt underwent surgical revision to move the pump pocket higher on the abdomen. The drug used in the pump was morphine sulfate 25 mg/ml at a dose of 15.515 mg/day. The pt recovered without sequela.

Manufacturer narrative:
.